Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to controller board issue. A field service engineer replaced the latch and controller board to resolve the issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a door failure. The customer reported that the malfunction occurred when the nurse was trying to remove the medication and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.